Event description:
A nurse reported to baxter (B)(6) that while opening the peritoneal dialysis (pd) transfer set, the twist clamp cracked/broke and a leak resulted. The nurse reported that the therapy was stopped. The rn stated the patient involved has been on continuous ambulatory peritoneal dialysis (capd) for at least 5 years and is careful when opening/closing the transfer set. The rn stated the method of sterilization has been practiced for a few years; however, problems like this started occurring in (B)(6) 2010. There was no patient injury or medical intervention reported at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice (hc). During troubleshooting, the registered nurse (rn) reported a clamp was closed and there was air throughout the patient line. The technical service representative (tsr) explained why this was a problem and that rn would need to end therapy and start over with new supplies. Tsr walked rn through ending therapy early procedure along with setup procedures as rn was new to the hc. The patient line was fully primed and patient was ready to begin therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume with a report of air in the line was not confirmed due to a lack of sample. Reflects no evaluation will be performed. The cause was undetermined. The batch review was not performed because the lot number is unknown. Product surveillance spoke to the registered nurse (rn) regarding this alarm. The rn stated that the date of the alarm was the patient's admission day to the nursing home, but had no information regarding that incident. Patient continues to use the homechoice for peritoneal dialysis therapy to date. There was no injury or illness recorded on or after (B)(6) 2010. The rn stated that they had discarded the supplies after therapy.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.